Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 50 mg/dl. The patient reports they were not wearing a pod due to their transmitter not communicating. The patient reports being unable o speak and experiencing confusion. Upon arrival of the paramedics the patient was treated with dextrose gel. The patient was with the paramedics for 20 minutes. The patient did not go to the hospital.